Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited elevated thresholds, loss of capture and was confirmed to be dislodged. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.